Event description:
It was reported that during a sleeve gastrectomy procedure, the product formed an incomplete staple line. The surgeon had to hand sewed to complete the procedure. Photos are available. There was a delay of ten minutes. There were no adverse consequences for the patient reported. One device and one reload were discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Photographic analysis: based on the photographic evidence the belief is that the complication was the result of deck deflection. The complication was the result of the tissue being beyond the staple cartridge¿s gap specification and the ec60a device¿s ability to bring the captured tissue into thickness compliance.